Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range impedance and high threshold measurements. An underinserted lead is suspected based on radiological imaging. Surgical intervention was performed and a connection issue was confirmed. The lead was surgically abandoned and replaced with an is4 lead. No additional adverse patient effects were reported.